Manufacturer narrative:
Section e1: (B)(6). Section h5/h8: usage of device corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench fault, red battery fault, and a continuous sound was not confirmed. The heartmate power module (serial number: unknown) was not returned for analysis; however, the 12v sealed lead acid (sla) battery (serial number: (B)(6)) was returned for analysis. The 12v sla battery returned fully charged and was able to operate as intended when connected to a test power module. Provided information stated that the battery had been replaced one week prior, and no patient was involved. Additional provided information stated that the serial number of the power module was unknown, and replacing the sla battery resolved the alarm condition. The root cause of the reported event was unable to be conclusively determined through analysis. The receiving and inspection documents for the sealed lead acid (sla) battery were reviewed and found to have passed. The heartmate power module instructions for use (IFU) (section 2.1 ¿connecting the internal backup battery¿) instructs users on how to properly connect the backup battery to the power module. The battery clip should ¿snap¿ into place on the battery and the connection points should be clean. The heartmate power module instructions for use (IFU) (section 5.0 ¿responding to alarms¿) instructs the user how to accurately interpret all power module alarms and actions to take if the alarms do not resolve. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Event summary: it was reported that multiple power module internal batteries were replaced all at one during a scheduled replacement. About a week after the replacement, while the power modules were being stored and charged in a location such as the medical device management room, one of the power modules triggered and alarm characterized by the wrench and red battery lamp lighting up, and a continuous alarm tone. The battery was replaced which resolved the alarm.